Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced and the device then passed all testing.

Event description:
One device was returned for report of general revision. There was no patient involvement. Device evaluation found the downstream occlusion seal was detached.